Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test and prime/delivery test. Unit received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform excessive no delivery test and occlusion test due to motor error alarms. Unit received with cracked reservoir tube lip, minor scratched display window, cracked display window corner, cracked battery tube threads and scratched reservoir tube window..

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during reservoir change. Blood glucose level at the time of the incident was 125 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.